Event description:
It was reported that the device had dead pixel in display. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue display ¿ dead pixel was confirmed. On 05-february-2025, lvp was received unboxed and with paperwork. Running asm simultaneous display test revealed dead segment on channel select. Defective material from supplier. Bad display board. Recommend bd san diego repair center replace display board. Failure investigation report attached in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dead pixel in display. There was no patient involvement.